Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this electrode, received several shocks for which the physician was questioning the validity. Noise was evident on the electrogram information and for this reason device programming was adjusted. It has been noted that an electrode fracture could be root cause however not confirmed. No other additional adverse effects have been reported and to date, no information regarding an electrode revision has been communicated. Boston scientific technical services (ts) reviewed case information stating the likely issues could be more related to electrode placement or system programming. Ts provided programming and troubleshooting recommendations. To date, no intervention has been reported nor any additional adverse patient effects.